Event description:
Customer reported being hospitalized for high blood glucose levels. Troubleshooting performed and pump appeared to be operating as designed, however, customer did not have tubing clamp. Customer stated that she will attempt to obtain a hemostat from one of the nurses and call back to complete troubleshooting.